Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4) . Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 14490. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2023-12-03 and 2023-12-04 were investigated. A space line was selected and the infusion started with a rate of 114ml/h and a volume of 1600ml. After 12 hours the upstream alarm occurred and the infusion stopped. At this time, 1360,8ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,74%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues, but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "over infusion - total parenteral nutrition (tpn) bag " according to the complainant, a home tpn patient was administering a lipid tpn bag. Reportedly, the patient set the pump to infuse at a rate of 114 milliliters (ml) per hour over 14 hours for a 1600 ml bag. The patient indicated that the infusion completed after 12 hours. No patient complications were reported as a result of this event.